Manufacturer narrative:
The technician found the side rail end tube was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the side rail end tube to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in the basement of the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).